Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 690mg/dl. The customer experienced nausea, thirst, and high ketones. The customer's blood glucose was treated with an insulin drip, and then she was reconnected to the device, but her blood glucose went back again. The caller stated that when she went home her glucose level was 170 to 180mg/dl before bedtime. The customer woke up the next morning and noticed that her glucose was 519mg/d. The customer came to the hospital and noticed that the insulin pump was not delivering insulin after a certain time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.